Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Tsc notes 01/10/2019 10:02:29 anburt pr280224 tsc notes 12/19/2018 08:20:34 anburt ran the below statement select count(*) from cfn_cce_infusionadt_tracing.dbo.messagelogs returned over 750k truncated table ran the below statement select count(*) from cfn_cce_infusionstatus_tracing.dbo.messagelogs returned over 14 million results truncated table restarted services are up and running and messages are flowing monitoring next several minutes to make sure q's drain called customer randy back and let him know ok to cc per customer tsc notes 12/19/2018 07:42:17 anburt connected to server and tried starting services each service fails looked at drive space and d drive is at capacity checked in d drive and looks like a tracing db is over 76 gb checking with senior agent for resolution problem description 12/19/2018 07:29:32 anburt customer reporting they are not getting messages from the cce, dialing into the cce to restart services, customer states they are low on memory and after the first they will be upgrading it.